Manufacturer narrative:
The hospital biomed evaluated the device but was unable to duplicate the reported issue. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer.

Event description:
The customer contacted stryker to report that their device was unable to deliver a shock during testing. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.